Event description:
The manufacturer's field service engineer (fse) reported there was a short in the device power cord. There was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power cord shows that the conductor resistance of the customer returned power cord was within specification, flexing the power cord had no impact. When installed in an fi test ventilator the ventilator would start up and continue to operate on ac only when the power cord was being flexed over its length. No failure was found.